Event description:
It was reported that the programming system had communication issues with a generator. Communication was attempted five times until it was determined that the tablet usb serial adapter cable was likely broken. It was reported that the cable had a lead break, and the cable adapter had to be squeezed in a certain way to obtain successful communication. Later that day, the communication issue persisted. A replacement cable was provided. The suspect tablet usb serial adapter cable was received by the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of the tablet manufacturing records confirmed all quality specifications were passed prior to distribution.

Event description:
Analysis of the returned usb cable found no anomalies. The serial cable performed according to functional specifications.